Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the over pouch of two (2) minicaps were opened. This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection identified both units have evidence of manipulation since the aluminum looks very wrinkled and one of the envelopes was opened on one side. The reported condition was verified on one (1) sample. The cause of the condition could not be determined. Fourteen (14) retention samples were also inspected with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.